Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to establish a connection between the ipg and the patient controller (pc). A company representative met with the patient and confirmed the issue by also using the clinician programmer (cp). The cp displayed an error message: "ipg repair attempted, the programmer will reconnect when ipg is ready." The representative attempted multiple times to connect to the ipg, but to no avail. The patient stated she underwent a surgical procedure on (B)(6) 2018, and did not place the device into surgery mode, she only turned the system off prior to the surgery. In turn, the patient may undergo surgical intervention as the next course of action.

Event description:
It was reported the patient had their scs ipg replaced because the ipg was inoperable. Stimulation therapy was reportedly restored postoperatively.